Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient experiences a shooting electrical pain down her left leg. A sjm met with the patient and an evaluation of the patient's scs system did not show any anomalies. The patient stated, the pain is present with the stimulation on or off. In addition, the patient stated she woke up the other day with pain at her ipg site and down her right leg that subsided as soon as she turned the stimulation off, afterwards she turned her stimulation back on at a lower level and did not have any issues. The representative recommended the patient go on a stimulation holiday to further evaluate if the discomfort the patient is experiencing is caused by the scs stimulation.